Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found cleaner build up at fitting ff252 caused by a pinhole in tubing through fitting ff260. The tubing through ff260 is the waste line coming from the diff mix chamber. The fse replaced the tubing and the instrument ran without leaks or background issues. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a cleaner fluid leak of approximately 0.3 ml from the mix module on a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The customer later reported that diff backgrounds were failing, and the instrument was considered inoperable until service could evaluate the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.